Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving an unknown in trathecal medication via an implantable pump for spinal pain. It was reported that the rep spoke to the patient whom stated his pump was not functioning and was having withdrawal symptoms. The patient told the rep at his last refill they pulled more drug out of the pump than expected. The rep redirected the patient to his doctor and the patient did not want to do that and was not going back to that clinic. The rep was going to speak to another rep in the area the patient lives and see if they have a doctor that would except the patient.